Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Critical ram parity error occurred in (B)(6) 2016. Por severity is low so the device should be able to fully recover after reset. Concomitant product: 5086mri58 lead, implanted: (B)(6) 2012; fr995-27 tissue valve, implanted: (B)(6) 2012.

Event description:
It was reported that the device experienced an electrical reset. The device was interrogated and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.